Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized due to bleeding in her brain and that the hospitalization was not related to diabetes. The customer was asked to remove the insulin pump when in the hospital. The blood glucose reading rose to 400 mg/dl thereafter, and she had diabetic ketoacidosis, so she was advised to use the insulin pump. She changed the infusion set the day prior and received a no delivery alarm. She stated that she was lying in bed and the device began vibrating, but the issue was resolved upon set change. The blood glucose reading had been 116 mg/dl in the morning but was now 270 mg/dl. Customer declined returning the infusion set and reservoir for analysis. She also noted that it was usually the reservoir, infusion set or insertion site that caused no delivery alarms, not the insulin pump. Customer declined troubleshoot for high blood glucose. Nothing further reported.